Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed a ¿high alarm displayed: cassette not attached properly¿ alarm message occurred. Functional testing was performed and the device failed the downstream occlusion (dso) trip point test as it could not be performed due to the device showing the alarm message immediately after cassette was attached. The reported issue was replicated; the device did not recognize the cassette. The root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿cassette not attached¿ alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.